Event description:
Sterile device had fly in package. Both outer wrappers were used - unsure which package had bug in it. Device was already on pt's wound when bug was discovered on the very last few inches of roll. Packages and section of device are attached.